Manufacturer narrative:
Initial.

Event description:
It was reported that the patient attended dialysis while still connected to the ilet pump, which is contraindicated per the user manual, and experienced a low blood glucose of 53 mg/dl; the patient paused insulin upon realizing the issue and treated at the clinic with oral glucose tablets and a sports drink, then stated they will not use the ilet during dialysis going forward and will discuss with their healthcare provider. Symptoms included hypoglycemia with anxiety and distress. Outcomes included oral glucose to treat the event. Investigation included communication with the patient and analysis of the information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.